Manufacturer narrative:
Citation: rojas et al. Acquired aseptic intracardiac shunts following transcatheter aortic valve replacement: a systematic review. Jacc cardiovasc interv. 2016 dec 26;9(24):2527-2538. Doi: 10.1016/j.jcin.2016.09.034. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding iatrogenic or intra-cardiac shunts related to fistula or perforation following transcatheter aortic valve implant (tavi). All data were collected from a systematic review of biomed central, google scholar, pubmed, case reports and other secondary sources from december 2002 to april 2016. The study population included 31 patients (predominantly female; mean age 80 years), 5 of which were implanted with a medtronic core valve (serial numbers not provided). Patient 4: an (B)(6) female implanted with a 26-mm corevalve who was noted with a left ventricle (lv) to subcutaneous tissue aseptic intracardiac shunt, mild aortic regurgitation, and cardiac tamponade due to lv perforation by guidewire (manufacturer not provided). Surgical intervention was performed at 90 days post tavi. No additional adverse patient affects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.